Event description:
It was reported that there was intermittent loss of capture and increased threshold. The lead is to be replaced. No patient complications have been reported as a result of this event